Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The fse replaced the master tool manipulator (mtm) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint and performed the failure analysis. In lighthouse, the 23008 errors were found, indicating a pot to encoder fault on the roll, confirming the fault occurred in the field. Upon visual inspection, the magnet collar had popped out of place, which is related to the reported event. The mtm went through the surgeon console fixture test platform (sftp) fitness tests, and errors 23008 occurred at the back drive, replicating the reported event. The gimbal needs to have the "4w" ffc mark and fold changed per gimbal repair traveler 13548-02. Errors for slow gravity balance test post sine cycle - wp and slow gravity balance test post sine cycle ¿ wy were among the additional findings. As a result of this investigation, failure analysis has concluded that the roll magnet and magnet mount were found to be the root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the customer contacted the technical support engineer (tse) to report issues with the right-hand controller, specifically that the surgeon was encountering faults with master tool manipulator (mtm)right and had to disable it. The tse reviewed the system logs and confirmed the errors related to mtmr. The tse suggested bringing in another console, and the customer agreed to proceed with this action. The procedure was converted to another dv system. There was no reported injury.

Manufacturer narrative:
The cause investigation annex c is identified to stress problem.

Event description:
Refer to h11 for follow-up information.